Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient had a loss of therapeutic effect and no stimulation sensation. She had tried all 4 programs she had and turned stimulation up to 6.8 volts without success. The patient met with the healthcare professional and the company representative for the event. Impedances were found to be high and the neurostimulator was at end-of-service (eos). The patient was reported as fine and was scheduled for replacement surgery on (B)(6) 2011. If additional information becomes available, a follow report will be sent.